Event description:
Four occurrences of the IV tubing tears. The tear in the tubing occurred at the metal clamp in the tubing pathway just before the tubing exited the pump (after the air alarm). The pump continues to operate with no alarms or error messages, but air was in the tubing exiting the pump. None of these occurrences resulted in pt injury or harm.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.